Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20 mmol/l (360 mg/dl) while wearing the pod on their abdomen between 4 and 24 hours. The patient stated the pod itself feels loose and moves around on the adhesive, and they also noted a smell of insulin. The patient reported seeking medical attention due to high bg levels, while multiple boluses were administered via the pod and the pod was changed, but bg levels would not decrease. The patient did not recall the exact date medical attention was sought or the date of discharge but stated they were hospitalized for 4 to 5 days. The patient¿s symptoms which led to hospitalization included stomach pain, nausea, and vomiting. The patient was diagnosed with high blood sugar and gastroparesis. The patient treatment included intravenous fluids, and medication for nausea.